Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal evolution was returned for product evaluation. The hemostasis sheath was returned partially mated with the arteriotomy locator. The header bag was returned as well. No other accessory components were returned. Visual inspection revealed that the arteriotomy locator was found to be partially locked with the hemostasis sheath. The blood inlet holes of sheath/locator assembly were examined and found to be misaligned with the locator. There were no anomalies noted with the transition of the sheath and locator. The distal tip of the locator was examined under the microscope and no anomalies noted. Minor bent was observed on the proximal tip of the arteriotomy locator. No other visual anomalies were noted. Dimensional testing was performed. The outer diameter of the arteriotomy locator was measured and found to be 0.090'' which was within the specification of 0.092" +0.00/-0.02. The outer diameter of the sheath was measured to be 0.116'' which was within the specification of 0.114" +/-0.005". All measurements were within the manufacturer's specifications. Functional testing was performed. The arteriotomy locator was inserted completely in the sheath. When the two components were completely mated without any insertion difficulty, a tactile and audible click was felt and heard, respectively. The blood inlet holes were also properly aligned. No functional anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that an off-axis force to the arteriotomy locator while removal of the locator from the packaging tray or handling errors may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal sheath kinked when they attempted insertion. There was an issue with the initial 5fr sheath insertion due to scarring. The procedure was a left heart catheterization (lhc). A groin shot was completed prior to the attempted insertion. There was no patient injury/medical or surgical intervention required. The patient was in stable condition. The procedure was completed successfully with a new angio-seal device.